Event description:
It was further reported that the deflation difficulty occurred after the first inflation to 14 atms. The physician used a 7 fr introducer sheath for vascular acces, a mach1 voda guide catheter and a .014 pt2 guide wire to cross the lesion. The maverick2 monorail balloon was being used for post-dilatation after a stent has been placed in the left main coronary artery to treat a type c-d dissection. Patient status is reported as `stable'.

Event description:
During a ptca / stenting treatment procedure, the maverick2 monorail 15/4.0 mm balloon could not be deflated. The maverick2 monorail balloon was used to post-dilate a stent, and was inflated when removed from the pt.